Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the insulin pump was loose. The customer placed a band to keep the bottom of the insulin pump in place. The whole thing was coming loose. The bottom of the insulin pump were the bumper sticker is located was loose. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.